Event description:
The account alleged the bed would not go into rotation mode. The technician alleged that one of the side rails was not latched all the way. No patient impact.

Manufacturer narrative:
The technician latched the side rail properly to resolve the issue.